Event description:
The patient stated that they received a notification stating there was an issue with their insulin pump. The patient further stated their blood glucose levels sometimes become high and sometimes low while using the device. The patient stated that when their blood glucose becomes low, they disconnect the pump to prevent hypoglycemia.